Manufacturer narrative:
Alleged failure: base of blade contacted to a patient's skin. The patient had a burn. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be low or no suction. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The lot number was not provided and the product was not received in its original packaging; therefore the device manufacturer date could not be determined. Gtin:(B)(4).

Event description:
It was reported that the base of the blade came in contact with the patients skin, which resulted in burning the patient.

Manufacturer narrative:
It was found through investigation that there is chips were noticed on the cutting window.

Event description:
It was reported that the base of the blade came in contact with the patients skin, which resulted in burning the patient.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the base of the blade came in contact with the patients skin, which resulted in burning the patient.